Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2025, it was reported by a sales representative via (B)(4) that an ar-8737-37 1.5mm hex driver broke off in 2.5 compression ft screw. This was discovered during the case and the broken piece was not retrieved.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage of the driver used with the screw incurred over repeatedly torquing/engaging the driver within the screw heads and extended use in the field.